Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: loose stent. Time of device issue: during the procedure. Adverse event: none. It was reported that after a guiding catheter was engaged, a guide wire crossed the lesion using a microcatheter. The micro catheter was removed from the anatomy as it was unable to cross the chronic totally occluded lesion. Pre-dilatation was performed with a non-abbott balloon catheter and then the guide wire was changed out. Optical coherence tomography (oct) and intra-vascular ultrasound (ivus) were performed. Pre-dilatation was performed with a 2.0 x 15 mm non-abbott dilatation catheter in the left main and proximal left anterior descending artery (lad). A 2.75 x 23 mm xience v stent was implanted in the left main artery, a 3.5 x 23 mm xience v stent was implanted in the proximal lad; however, the stent was implanted in the proximal part of the lesion despite being positioned two markers distal from where the stent which actually deployed. Ivus was performed and it was confirmed that no further treatment was necessary in the proximal lad and the procedure was completed. No additional information was provided.